Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vanlid (1g stat dose), intraperitoneal fortum (1.5 g daily; duration not reported), and intravenous meropenem (500 mg two times daily; duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. The patient¿s recovery status and outcome of the event were unknown. At the time of this report, the patient remains on vanlid, fortum, and meropenem remain ongoing. No additional information is available.